Event description:
Patient came to doctor with pain. Upon x-ray, doctor scheduled patella re-allignment/revision. When the patella was exposed, it was noted that the patellar plastic had worn through on the lateral side and de-laminated. The patellar button was removed with a micro-sagittal saw and flexible osteotome. There was good bone stock and an ib ii patella, was implanted and the patient was closeddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was destroyed/disposed of.